Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the ria2 system was used for sampling a tibial intramedullary canal. The instrument and disposables were assembled correctly. The reamer was introduced into the canal and reaming commenced. After a approximately ten (10)cm of reaming, the head detached from the drive shaft. It was unable to be reconnected. Upon close inspection the head had snapped off at the point it connects to the drive shaft. A replacement head was opened and was very lose fitting on the original drive shaft and the second one from the instrument tray. Reaming recommenced and every time the surgeon withdrew the drive shaft, the head disengaged. The synream was used to complete the procedure with a fifteen (15) minute delay. This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 3 of 4 for (B)(4).